Event description:
Patient spontaneously reporting pump malfunction: per patient pump was running too fast and ran out of medication 8 hours sooner than it was supposed to; rate and volume placed in the cartridge were confirmed to be correct; pump rate of 0.05ml/hr. Sn (B)(4) 10/2019. It happened while in use with patient. Patient reported headache that resolved; pump will be replaced. Is the actual device available for investigation? Yes. Did we replace device? Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? If yes was any medical intervention provided? No. Reported to (B)(6) by: patient/caregiver.